Event description:
Boston scientific received information that during the implant procedure, this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture. Prior to pocket closure, threshold testing was performed and capture was able to be obtained. During the pre-discharge check the following day, loss of capture was again observed. Oversensed noise was also observed which resulted in two nonsustained ventricular tachycardia episodes. A chest x-ray was performed which revealed the lead had dislodged. An invasive procedure was performed and the lead was successfully repositioned. Additionally, a set screw issue was also noted at the lead revision which was resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.